Manufacturer narrative:
No unexpected reset was noted during testing. The insulin pump had a constant motor error alarm during the rewind due to a corroded motor home switch. The displacement test and prime test could not be performed due to the motor error alarm. The insulin pump had minor scratches on the display window, cracked display window, cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip. The insulin pump had moisture damage on the electronic assembly.

Event description:
It was reported that the insulin pump alarmed motor error during a rewind attempt. The blood glucose reading was 167 mg/dl. The customer stated that he had fallen into a river about a week and a half prior while wearing the device. Confirmed that the insulin pump had been exposed to moisture. He was unable to rewind the device. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.